Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that when they had an appointment for the MRI, they accidentally found that contact 11 had high impedances and patient did not get the MRI. Patient stated that the high impedances were not resolved, they were not using contact 11 and the therapy is very beneficial . Patient notes that they will avoid the MRI for now. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. The hcp reported that a manufacturer representative (rep) checked the patient's ins impedances prior to an MRI and found high impedances, meaning the patient was unable to undergo the MRI. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.